Event description:
The customer reported b30 (scope communication error) during a set up involving an olympus xenon light source. There was no patient involvement reported.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). Troubleshooting was performed customer was directed to clear the initial error by cycling the power or choosing escape on the keyboard. Katie said that there was not a video scope cable maj-1430 plugged at the same time in the cv-190. Customer was directed to wipe the scopes gold contact and reconnect the maj-1933 digital file cable but still had errors. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.